Event description:
It was reported that pump would not start because usb port was damaged and pump could not be connected. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump and original device was planned to be returned for evaluation, and no additional information was received regarding the outcome of the event.